Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient never experienced therapeutic effect and there was no stimulation in their legs. The patient said that they were put under general anesthesia for the whole procedure and as a result they were not awake to provide feedback regarding placement of the lead. The patient said that, since implant, they haven't received coverage in their legs. During the call, the patient did not get their programmer out but said that the stimulation was off. The patient stated that they had imaging done and they will have a revision after they recover from an unrelated neck fusion. The patient was directed to their healthcare professional to schedule the revision. No further complications were reported/anticipated.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported that the implant is not working since it was implanted. Pt mentioned that couldn't get the right spot and they were sick going to their back (agent understood pt didn't want reprogramming). Pt never used "it". Pt needs an MRI in their shoulder and just asking if its safe to charge the implant. At time of call patient didn't have the equipment. Agent reviewed information. Pt will call back if they need a help for recharging. Patient was getting the recharging not available install medtronic battery pack message. Patient hadn't used the implant since they were implanted in 2018. During the call patient removed the battery and plugged the ac power. Controller powered on. Patient got the date screen and set the date. Patient inserted the battery and there was no light above the screen. Agent closed case. A replacement battery pack was sent out.